Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request post market vigilance (pmv) led an evaluation of two endo gia* ultra universal 12mm single use instrument and two endo gia* universal roticulator* 45-2.5 single use loading units. Visual and functional evaluation of the handles found no abnormalities. Visual inspection of the first cartridge noted that the loading unit was partially fired. Microscopic examination of the first loading unit observed damaged to the cutting edge of the knife blade. Visual inspection of the second cartridge noted no abnormalities. Functional testing of both loading units found no abnormalities. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was noted to have possibly occurred during normal use of the product, which would have caused or contributed to the reported incident. A review of the device history record indicates the products were released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Post market vigilance received another endo gia* ultra universal 12mm single use instrument opened by the account without the packaging. The product will expire on 2021-12. The visual inspection of the returned product was noted. The instrument firing knobs were retracted and the articulation lever was in neutral position. Pmv performed functional testing, which was unit (B)(4). The instrument was successfully loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. The instrument and loading unit was applied to test media. All staples were placed and test media was cleanly transected.

Event description:
According to the reporter: occurred during a video-assisted thoracoscopic surgery (vats) thoracic procedure. The stapling device was being used to transect a vessel. The stapler did not fire. The surgeon was able to press the green button but was not able to squeeze the handle. The problem occurred with one of the staplers. One stapler had an already fired (empty) reload attached to the stapler, so it is logical that it cannot be fired. The other one has a partially fired reload attached to the stapler. In order to resolve the issue and complete the case, the surgeon opened another manual stapling handle and the vessel was sutured. There was no patient harm. The patient status is alive, no injury.